Manufacturer narrative:
This is not an implantable device.(B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon noticed a bit of plastic had snapped off the end of the cartridge and was in the eye. The plastic was removed from the eye. The intraocular lens was not damage and did not require removal. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 12/29/2016. Device returned to manufacturer: yes. Device evaluation: the cartridge was received in a sample collection container wrapped in a plastic film. Shipping material (cotton like) was used as filler. There were no viscoelastic residue detected on the return. Visual inspection at 10x microscope magnification was performed. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the passage of the iol through the cartridge. A portion of the cartridge tip is broken off. The broken off portion was not detected in the return. There were no particles/debris detected on the sample. However, based on the missing portion on the returned sample, the reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.